Event description:
It was reported that during a ptca procedure, a perforation occurred. It was reported by the facility that "the physician was attempting to balloon a totally occluded diagonal lesion. They put the wire down and balloon contrast perforated the vessel." It was further reported that the balloon was inflated one time to 6 atms and did not rupture. The patient is currently being watched as "the physician feels the perforation will heal itself." Patient status is listed as "stable." In the opinion of the physician the perforation was not the fault of the product.

Manufacturer narrative:
H6:the device was disposed, therefore, no direct product analysis could be performed. The manufacturing records for top assembly batch 9057121 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.